Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo_12.6; -10/3.0/092 (sphere/cylinder/axis) lens into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a longer lens due to low vault with rotation. Cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
B4 - date of this report: 19-jun-2024 corrected to 22-may-2024. B6 - removed. D4 - primary unique device identifier (UDI) # (B)(4). H4 - device manufacture date: 23-apr-2023 corrected to 18-apr-2023. H6 - medical device problem code (a): 3189 corrected to 2993. Claim # (B)(4).